Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at the keypad traces. The pump was received with a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads. The pump was also received with a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he woke up with the alarm and was unable to clear it. Customer reported that none of the buttons were working. Customer says that he was probably lying on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.